Event description:
Add'l info was obtained from the customer: the physician attempted closure of the arteriotomy with a techstar xl 6fr device. The anterior needle was removed without difficulty, but the posterior neddle could not be successfully removed despite multiple attempts and the use of kelly clamps. Redeployment of the needle assembly could not be performed due to some mechanical trauma to the end of the needle by the kelly clamps. The device would not disengage from the arterial wall with the needle in place. A surgical consult was obtained, and the pt transferred to surgery where the device was freed from the access site. The hospital reports the pt recovered well and was discharged one day after event date.